Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. This is the same incident as 1043534-1997-00140, and 00141.

Event description:
Pt with normal activity level and normal weight, allegedly has wear on locking mechanism on tibial insert. Revision surgery performed.